Event description:
Patient's home health nurse report issues with the curlin 6000cms pump today. She turned on pump and it gave "system time out" error. All keys were locked. She tried to turn pump off then on with same issues. She removed batteries and let pump sit for a few minutes then tried to start pump with same issue. Unable to resolve issue with pump. Patient does have gravity tubing in the home and infusion will be done with it. They have enough gravity tubing in home until new pump can be received. No doses will be missed. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. Privigen frequency: daily for 5 days every 4 weeks. Privigen indication: chronic inflammatory demyelinating polyneuritis. No further info/details or dates available.